Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant result of 95 seconds on a 79-year-old male with peripheral artery disease. The patient was presented with leg pain and hyperlipidemia. There was no additional patient information available. Return product is available for investigation. Date: collected tested: results heparin, dose heparin: time: on (B)(6)2024, 8000 , 12:53. On (B)(6) 2024, 12:02 , 12:03 , 95, on (B)(6) 2024, 12:07 , 12:08 , 124, at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2025. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). Due to the small sample size for returned cartridges, allowable error (ea) acceptance criterion could not be assessed. There are no minimum sample size requirements for assessing the acceptance criterion for rate of suppressed results. Returned cartridge testing met the acceptance criteria for suppressed results in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). The customer's observation of unexpected results was not reproduced.